Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 2243441-2020-00029.

Event description:
The user facility reported that the backflow of blood was not observed from the angio-seal evolution drip hole when the assembly was inserted into the artery. The device was then replaced with another angio-seal device from the same lot, however the outcome was the same. The second device was therefore replaced with another angio-seal device from a different lot to continue the hemostasis procedure, and the hemostasis was successfully achieved. Hemostasis was successfully achieved by the third device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no health damage to the patient. The blood loss was less than 250cc's. There was no other devices or equipment being used with the reported product. There was no patient injury/medical or surgical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.